Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: a review of the pump¿s black box revealed reboots. The battery compartment was found to be cracked along the side of the pump and below the bumper pad. There was no damage found to the battery cap. The batter cap was able to attach securely to the pump. The pump was exercised for 24 hours with no power issues occurring. There was corrosion found in the battery compartment. The pump leaked at the battery compartment. The pump was opened and there was no further evidence of moisture found. There was no damage found to the power circuit. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/16/2016, the reporter contacted animas, alleging the subject pump had no power. The reporter claimed the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #2 date of submission 03/09/2017 - correction to serial #.